Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems- vag. (Interpreted as vaginal) discharge"), fatigue ("other injuries/symptoms-fatigue") and migraine ("other injuries/symptoms- migraine") and was found to have weight increased ("other injuries/symptoms- weight gain"). The patient was treated with surgery (hyst. (Full) (interpreted as hysterectomy),salping. (Bilateral), oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the psychological trauma, vaginal discharge, fatigue, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: claimed pain-dysmenorrhea (cramping),pelvic/abdominal: received treatment for pain: yes. Menorrhagia (heavy menstrual bleeding): received treatment for bleeding: yes other injuries/symptoms-fatigue, weight gain, migraine: received treatment for other injuries/symptoms: yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: results of confirm. Test- bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems- vaginal discharge, other injuries/symptoms-fatigue, weight gain, migraine were added. Outcome for pain and bleeding added. Plaintiffs information and lab data added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and bipolar disorder ('psych injury, psychological or psychiatric problems condition: bipolar') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, bipolar I disorder, depression, anxiety, breast pain, multiple personality disorder and menometrorrhagia. On (B)(6) 2007, the patient had essure inserted. In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems- vag. (Interpreted as vaginal) discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("other injuries/symptoms-fatigue"), migraine ("other injuries/symptoms- migraine"), headache ("headaches") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("other injuries/symptoms- weight gain"). The patient was treated with surgery (hyst. (Full) (interpreted as hysterectomy),salping. (Bilateral), oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved, the bipolar disorder, vaginal discharge, fatigue, weight increased and migraine outcome was unknown and the vaginal haemorrhage, headache and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, bipolar disorder, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: claimed pain-dysmenorrhea (cramping),pelvic/abdominal: received treatment for pain: yes. Menorrhagia (heavy menstrual bleeding): received treatment for bleeding: yes. Other injuries/symptoms-fatigue, weight gain, migraine: received treatment for other injuries/symptoms: yes. Current weight 267 lbs. Insertion details:- left - 3 coils. Right - 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2017: 1. Cervix, uterus and fallopian tubes! Hysterectomy and bilateral salpingectomy: cervix with reactive squamous metaplasia; no, significant diagnostic abnormality. Uterus with weak proliferative endometrium. Right and left fallopian tubes each with essure type intraluminal metallic coil. 2. Perineal lesion. Biopsy: condyloma acuminatum. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs and mr received events "abnormal bleeding (vaginal), bipolar, headaches, lower abdomen pain" were added. Outcome of events"abnormal bleeding (vaginal), bipolar, headaches" were updated as not recovered. Reporter information, patient demographics, lab data and medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.